Event description:
According to the reporter, during laparoscopic digestive tract surgery, before firing the load locked. They replaced it with another load to complete the case. There was no patient injury

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Reload one was pre-fired and engaged in interlock and reload two was unfired and not engaged in interlock. The jaws of the reload were open. There were no staples protruding from proximal staple cartridge channel of both reloads. The interlock was overridden on reload one and both the reloads were applied to test media. All staples were placed, and test media was cleanly transected. The interlocks on the reloads were tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before firing during laparoscopic digestive tract surgery, the load locked. They replaced with another load to complete the case. There was no patient injury.